Event description:
It was reported that a remote alert was received from this system indicating a lead safety switch (lss) due to high, out-of-range right atrial (ra) pacing impedance measurements (>2000 ohms). Additionally, episodes of over-sensed ra lead noise were noted. It was mentioned that the pacing impedance measurement had increased since (B)(6) 2021. The physician decided that this ra lead will be replaced at an unspecified future date when the device reaches the normal elective replacement indicator (eri). At this time, the ra lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that a remote alert was received from this system indicating a lead safety switch (lss) due to high, out-of-range right atrial (ra) pacing impedance measurements (>2000 ohms). Additionally, episodes of over-sensed ra lead noise were noted. It was mentioned that the pacing impedance measurement had increased since january 2021. Several months later, the ra impedance measurement increased to >2,500 ohms in both unipolar and bipolar sensing configurations. It was hypothesized the lead conductor had fractured. The physician decided that this ra lead will be replaced at an unspecified future date when the device reaches the normal elective replacement indicator (eri). At this time, the ra lead remains implanted and in-service. No adverse patient effects were reported.